Manufacturer narrative:
The baxter technician found the power cord needed to be replaced. The affinity 4 birthing bed requires an effective maintenance program. We recommend that you do annual preventive maintenance pm for joint commission certification. Pm not only meets joint commission requirements but can help make sure of a long, operative life for the affinity 4 birthing bed. Two effective ways to reduce downtime and make sure the patient remains comfortable are to keep accurate records and maintain the affinity 4 birthing bed. Inspect the power cord and plug for cuts, nicks or breaks. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that affinity 4 bed frame had physically damaged power cord, copper wire exposed.there was no patient/user injury, medical intervention, symptom, or adverse event reported.